Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive and pump rejected new battery. Customer¿s blood glucose level was unknown at the time of incident. Customer also state that the insulin pump had unexplained no delivery alerts and rewind anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan the insulin pump will not be returned for analysis.